Event description:
Customer reported a touch screen error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the right monitor touch screen. System operates as intended.